Event description:
An impella cp was inserted via the left femoral artery to support the 70 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Underlying medical history was not shared. The cp was supporting when on day after pump insertion there was hemolysis concerns by the medical team. The patient was producing less than 30 ml of urine and it was red in color. The team tried to do standard troubleshooting of pump repositioning. No other intervention was noted. The pump was functioning as expected, p-9 with 3.3 l/min flow with d5w with sodium bicarbonate in the purge solution. The team made decision to withdraw care after 3 days of support. The patient expired. The death is being conservatively reported; however, based on the available information, the patient's death is more likely attributable to the reported acute myocardial infarction with cardiogenic shock, presenting in scai stage c and with decision made to withdraw care.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1. Is product problem added. B2. Is death and date of death added. B5. Additional event description added. H1. Type of reportable event corrected from serious injury to death.

Event description:
In further communication, the team relayed that the patient was taken off support independently by facility. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
Additional information was received stating the pump is not available for return.